Event description:
Per the clinic, the patient experienced an infection and skin necrosis resulting in the decision to explant the device. Subsequently, the patient was treated with oral antibiotics (specific date and duration not reported); however, the issue could not be resolved. The device was explanted on (B)(6) 2022. There are no plans to reimplant the patient with a new device as of the date of this report.